Manufacturer narrative:
A manufacturing record review was completed and no non-conformances were found. A returned product evaluation confirmed that the microcatheter's shaft had separated at a location approximately 1mm inside of the distal end of the hub's strain relief. Only the hub attached to the proximal section of the separated shaft was returned for analysis. There was no visual damage to the hub itself. The most likely root cause for the reported event is that the catheter was damaged during use.

Event description:
During a procedure, the physician found it difficult to torque the turnpike lp microcatheter and tried to retrieve the microcatheter, at which point the proximal hub separated from the microcatheter. The tip of the turnpike was not stuck when the physician tried to remove it. The proximal end of the microcatheter shaft was outside the patient's body, so the physician removed the distal shaft without using an extra device. There was no reported harm to the patient, so the hospital declined to provide patient information.